Event description:
Customer reported a past low blood glucose (bg) event with a lowest level of 40 mg/dl. Cause was not known. Customer addressed the bg by consuming sugar. Customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this recommendation.